Event description:
Reported 1 false positive flu b result for one asymptomatic patient. Unknown if the result was confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: phone.